Event description:
It was reported during routine follow up the device could not be interrogated potentially due to low battery voltage. The device was explanted.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to premature battery depletion. The battery voltage was measured and was found to be nearly depleted. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).